Event description:
The pt reportedly experienced intermittency and loss of lock. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. The pt was explanted. The pt was reimplanted with another advanced bionics device.